Event description:
Patient's caregiver called to report patient passed away on (B)(6) 2025. Patient was wearing the wcd system at the time of the event. Device event log indicated vt/vf treated episode followed by asystole episode. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Review of device event log indicated vt/vf treated epiosdes followed by 1 episode of asystole. The wcd is not indicated for the treatment of bradycardia and asystole. The device meets specification and user requirements wcd role in patient death is unrelated.